Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regn3972 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "repeated mechanical occlusions - PICC replaced with sl PICC, kink at 13 cm." Additional information received 07/20/2022: it was reported "this PICC was placed on (B)(6) - kink found on day ((B)(6)). The line was withdrawn 2 cm with resolution of kink and patency restored. (B)(6) PICC occluded again and could not be restored, line was removed with kink showing at 13 cm. New PICC placed.